Event description:
Patient called lfs in 2003 alleging meter was reading inaccurately low. Patient reported that on the day of the incident they were at home and experiencing symptoms of blurry vision, dizziness, and nausea. They tested their blood sugar and obtained results of 72, 38, and 98 mg/dl. The patient was driven to the hospital by their neighbor. Patient's blood sugar was tested in the hospital and the result was in the 500 mg/dl range. They were given insulin and their blood sugar went down 386 mg/dl. They were released when their blood sugar went down to normal levels. Patient reported that their meter had not been cleaned properly which could cause false low blood sugar results. The case is being reported as an adverse event because necessary treatment was delayed due to false low results which may have been caused by improper cleaning of the meter.